Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot ==> device history reviewed on 17 dec 2019. 0 non-conformances on this lot number. Final micro and sterility tests passed. (B)(4) released. Lot expiry date: 28 feb 2018. There are no anomalies in this record. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). Initial reporter occupation: lawyer. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The patient underwent a left knee revision due to pain, instability, swelling, and tibial tray at the cement to implant interface. The patella component was not revised. Three depuy cement products were revised. Doi: (B)(6) 2016; dor: (B)(6) 2018; left knee.